Event description:
The physician reported that the patient developed bruising, erythema and nodules after treatment with cosmoplast. The physician prescribed oral medrol dose pak and topical pandel cream to treat the symptoms.

Manufacturer narrative:
Quality assurance has reviewed the device history records for this lot from finished product labeling to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all test passed. During review of the device history records, no deviations were noted. Based on the review of the device history records, I find no assignable cause for this complaint.